Event description:
End user university clinic of debrecen reported a wrong labeled item: a scorpio femoral component was labeled as left and in fact was right. The surgeon didn't notice the difference, implanted the component and completed the surgery. Additional information indicated that the patient has no pain and he/she is satisfied with the current situation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged mislabelling of a scorpio nrg cr femoral component left #9 was reported. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A potential nonconformance, pr, was raised to evaluate the reported event. The investigation concluded there was no indication that an error happened at stryker. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
End user (B)(6) reported a wrong labeled item: a scorpio femoral component was labeled as left and in fact was right. The surgeon didn't notice the difference, implanted the component and completed the surgery. Additional information indicated that the patient has no pain and he/she is satisfied with the current situation.